Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown-side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles. Leak test was performed and found openings on radius and posterior side. A microscopic analysis was performed which identify crease smooth opening on radius and opening striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius due to an fold flaw opening and a striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reported an unknown-side deflation. Device was explanted.